Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and was not opening. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 6 was failing, telling user to clear all obstructions from drawer and close but the drawer was not opening. A field service engineer investigated the reported issue and found that the magnet on the inseparable of the latch assembly was missing. The drawer sensor was loose and broken at the edge where it clips onto the drawer. Replaced both the inseparable magnet and the drawer sensor. After completing the repairs, the drawer was tested and confirmed to be functioning properly. The auxiliary full-height cubie drawer was working good. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name e1: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed and was not opening. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.